Event description:
The pt started treatment on (B)(6) 2011. Symptoms were reported to doctor on (B)(6) 2011, of repeated episodes of coughing, itchy gums, swollen tongue and throat, with difficulty breathing. The pt is known to have asthma and some seasonal allergy history. The pt went to the emergency room (ER) due to breathing difficulties. The pt is currently taking singulair as her asthma medications. The treating doctor believes that this situation was very serious since the pt had breathing difficulties. The treatment was discontinued on (B)(6) 2011. The pt is doing much better today, but still coughing.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications. (Results, conclusion) and the device was used in accordance with labeled indications (results).